Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause - user's test strip had poor fill. (B)(4). Note: manufacturer contacted customer on 4/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to urgent care where her blood glucose level was 181mg/dl. Customer says she was fine/nothing wrong and no treatment was provided. Customer left urgent care the same day. Customer states that she has not used the meter since.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 24mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did report symptoms of feeling tired, right arm hurting, fingers numb (right hand) and headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is a 07/13/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in concerned about low result. Customer is also concerned about meter reading erratic results. Customer tested and got a result of 24mg/dl. Customer says after she received the result, she tested several times after and got different readings each time (210mg/dl, 178mg/dl, 192md/dl) all within a time period of less than ten minutes. Customer is having symptoms. Says she feels really tired and has a headache. Customer also complained of arm pain and tingling sensation in fingers. Customer says she has a doctor's appointment tomorrow but will seek urgent care today.